Manufacturer narrative:
Device is a combination product. (B)(6). Synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis inside guidezilla (extension guidecatheter) and in guide catheter (6fr jr4.0) and in a hemostatic valve. The stent could not be withdrawn proximally into guide due to stent damage- proximal end of the stent had been bunched distally along the balloon exposing the proximal balloon wall. To remove it from the guidecatheter, the hypotube was cut 1cm distal to the distal end of strain relief. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and bunched distally. The undamaged crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The proximal balloon cone as well as the mid to proximal balloon region was exposed and crimp marking could be noted on the balloon wall, but the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A red blood like substance noted inside the manifold hub. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a pinch/ kink in the shaft polymer extrusion measured at 3.5mm distal to the bicomponent bond. A tear was also noted in the outer shaft polymer extrusions oriented distally and located at 7mm distal to the port bond region and measuring 5 mm in length. Red blood like substance noted inside the inflation lumen around the tear site. Additional damages were noted to the distal end of the guidezilla as well as a kink on the shaft of the guidezilla. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the balloon could not be inflated. The device became caught in the guide catheter and a deformation occurred. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was moderately stenosed and was located in the moderately calcified and mildly tortuous left anterior descending artery. Resistance was felt when advancing the synergy through the guidezilla and when the stent was removed. The devices were removed from the patient as one unit.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the balloon could not be inflated. The device became caught in the guide catheter and a deformation occurred. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was moderately stenosed and was located in the moderately calcified and mildly tortuous left anterior descending artery. Resistance was felt when advancing the synergy through the guidezilla and when the stent was removed. The devices were removed from the patient as one unit.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the balloon could not be inflated. The device became caught in the guide catheter and a deformation occurred. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.